Event description:
It was reported that the ultrasafe x100l png teal nvs stein separated from the syringe before use. The following information was provided by the initial reporter: "syringe detaches from nsd".

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Manufacturer narrative:
There were multiple PMA/510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA/510(k)#: k011369; PMA/510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ultrasafe x100l png teal nvs stein separated from the syringe before use. The following information was provided by the initial reporter: "syringe detaches from nsd".